Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
While examining the customer's device for an unrelated issue, physio-control observed that the unit would not deliver defibrillation therapy. Physio observed that the unit would charge, but then dump the energy and give an "abnormal energy delivered" message. There was no patient use associated with the reported event.